Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited premature battery depletion. The device was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. No high current drain sources were found. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.